Event description:
An optometrist reported one week following photo refractive keratectomy (prk), a patient reported after going to an outdoor show, the right eye became light sensitive and teary. Upon examination, the optometrist noted a dry eye and no corneal abrasions were observed. Additional information has been requested.

Manufacturer narrative:
: Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).